Event description:
It was reported by the patient that her implant is not working at all. The patient was already seen in (B) (6) 2005 by a med-el employee, who confirmed an implant failure. Re-implantation was recommended. However, the patient is refusing to undergo surgery at the moment.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.